Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The patient reported that they were out of town and on their way to the emergency room as their ins is not helping with their sciatic nerve. The patient stated that their ins is charged up fully and they have tried all their groups (a,b,c,g, and h) and cannot get it to stop; they feel every bump and every turn. The patient thinks that they may have twisted wrong when getting up off the floor. The patient asked for a rep and was redirected to follow up with their health care provider who would page a rep and work to resolve the symptoms. No further patient complications have been reported as a result of this event.